Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they were due for replacement of their implantable neurostimulator (ins) due to some movement of the device. The consumer was looking for information about devices coming up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.